Event description:
It was reported that a motor stall alarm was noted when the pump was interrogated in 2009. The hcp was unable to "get started" again. Per the reporter, "dead pump" - the battery was depleted. The pump was explanted and replaced. The pump contained lioresal 2000 mcg/ml. There was no injury reported; the pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009). This report is submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.